Event description:
According to the reporter: when the third tack was fired on cooper's ligament, it happened to slip. This caused a damage on the artery on the rear side of ligament. Since the breeding could not be arrested by laparo operations, the procedure had to be converted into the open surgery. The current patient status is good. The tack fell into the cavity seemed to be retrieved.